Event description:
It was reported that a magnetic resonance imaging (MRI) scan was conducted without the implantable cardioverter defibrillator (ICD) being programmed to MRI safe mode. A post-MRI interrogation found the device was functioning properly. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.